Event description:
It was reported to philips that the display was not working properly. The customer explained that the visual display had missing sections and that different colors were being shown on the screen. There was no patient involvement.